Event description:
Implanting a hires ultra 3d cl hifocus cochlear implant (advanced bionic, aims system). Once placed into the patient and started to try and register, the implant would not register completely. The areas of 3,4,5 continued to show up as yellow when the rest of the areas showed up green. The md decided to switch to the backup cochlear implant due to multiple unsuccessful registration attempts. Manufacturer response for ci advanced bionic cochlear implant hifocus midscala, ci advanced bionic cochlear implant hifocus midscala (per site reporter). Returned product.